Event description:
Following a diagnostic procedure, an angio-seal device was inserted in a patient's right groin. Bleeding was observed post device deployment, therefore manual pressure was held. Soon after, the pt was noted to have lost her pulses distal to the site. As a result, the pt was taken to the operating room where collagen was found to be intra-arterial. The device was removed and the vessel repaired. According to the physician, the pt did well post-operatively. She was scheduled for discharge the next day, but developed atrial fibrillation (unrelated to the angio-seal or surgery). As of 04/17/1998 there has been no further report of complication or pt sequelae made to the MFR.